Event description:
It was reported an issue with monosyn suture. The client reported that after using the product in question, the doctor reported that "necrosis occurred due to postoperative debris," and the patient's hospital stay has been prolonged by a month and a half due to this. The specific lot number of the sutures cannot be identified. Symptom: wound dehiscence. Application: dermal suture. Suture site: side of the navel. Current status: re-suturing was performed, and the wound has settled. Patient information: not available.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of any of the possible batches. Two complaints received at the same time from the same hospital for the same issue. (B)(4) units of batch 126032, (B)(4) units of batch 125444, (B)(4) units of batch 125312 and (B)(4) units of batch 125254 were manufactured and distributed in the market, there are no units in stock in b. Braun surgical's warehouse of any of the possible batches. Without closed samples and/or defective samples a proper analysis cannot be performed. In the instructions for use of the product, infection at the wound side and wound dehiscence are expected side effects: side effects as with any other suture materials, prolonged contact with salt solutions, such as urine and bile, can lead to lithiasis. As for any sutures after implantation the following side effects may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply. Batch manufacturing record: reviewed the batch (125254, 126032 and 125444) manufacturing record, these products had no incidences related to this issue and were released fulfilling usp/ep and b. Braun surgical specifications. Reviewed the batch (125312) manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: root cause: not applicable, infection at the wound and wound dehiscence are expected undesirable side-effects documented in the instructions for use of the product. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, wound infection and wound dehiscence are expected undesirable side effects documented in the instructions for use of the product. However, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.